Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump screen has scratches and it is hard to read the insulin pump. The customer¿s blood glucose level was unknown at the time of incident. The customer declined to be transferred to helpline. The insulin pump is not being replaced and is not expected to return for analysis. No further details are given.

Manufacturer narrative:
Insulin pump received with minor scratched lcd window. Insulin pump passed the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, prime test and rewind test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Insulin pump received with normal operating currents. No unexpected low battery alarm noted. Unable to verify excessive no delivery alarm and perform occlusion and excessive no delivery test due to motor error alarm.